Event description:
It was reported that cadd solis vip pump failed downstream occlusion test, over delivery, during testing. No patient involvement.

Manufacturer narrative:
Other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed the tamper seal was missing upon receipt. Error code was found in the ehl (event history log) for high alarm displayed: downstream occlusion. The customer reported problem was not duplicated during the investigation as the pump was able to calibrate and the occlusion testing passed. Root cause of the reported event is unknown. Preventively, recommend replacing the downstream occlusion sensor and lens. The returned product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review is not required. Service review identified that this device has not been in for service previously. Corrected data: d4: correction: model number: 2120, d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: unknown.